Event description:
It was reported by the caller that the patient had an adverse event. The caller reported that the patient had a cardiac arrest. The caller stated that the procedure was pfa with the boston scientific farapulse system. The caller reported the left atrial anatomy was mapped after a difficult transeptal puncture. A map shift was noted when the farawave catheter was advanced into the left atrium. The catheter appeared to be posterior and inferior to the carto 3 map. The farapulse catheter was removed and a new map was created using the octaray catheter. The caller stated that two carto maps aligned. The procedure continued with 36 pfa applications from the farapulse catheter. The caller did not state if the map shift had resolved. The caller stated that there was significant metal in the patients back that could have contributed to the map shift. Intracardiac echo was used to confirm that the patient did not have an effusion post procedure. The patient was stable on transfer to recovery. It was reported by the caller that approximately five minutes after the patient was transferred from the room post procedure the staff and anesthesia brought the patient back in full cardiac arrest. CPR was initiated, the patient was intubated and medications were given to resuscitate the patient. The patient was fully resuscitated. The caller reports a tee was completed to confirm that there was no cardiac effusion. The caller reports that the patient went into ventricular tachycardia while being prepped for transfer. The patient was defibrillated and fully recovered. The patient was stable on transfer to ICU for further monitoring. The caller stated that the physician felt that the cardiac arrest/ventricular arrhythmia was tied to previous shorter episodes of ventricular tachycardia. The physician stated that there were previous short ventricular events recorded on the patient's biotronic pacemaker. Bwi catheters used during the procedure: octaray catheter f curve 2-2-2-2-2 spacing (d160904 lot unknown), cs d/f curve (bd710df282ct lot unknown), siemans 8fr soundstar (10439011 lot unknown). Non-bwi catheters used: (B)(6) faradrive sheath, (B)(6) farapulse catheter, (B)(6) versacross transeptal needle. Afterward, it was reported by the caller that the patient passed away on (B)(6) 2025. The caller does not know the cause of death. The caller stated that he was informed that the patient had "blood in her lungs" but had no other information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).